Event description:
The intra aortic balloon leaked on insertion. The intra aortic balloon was not inflating. There was gas loss. The intra aortic balloon was removed and another was inserted. It is unknown if there was any pt injury or complication as a result of the event. (Event complications: unknown - reported 6/17/98.) (Pt's current status: severe angina - reported 6/17.)